Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving lioresal 2000mcg/ml at 700.2mcg/day via an implanted pump. Indication for use was noted as intractable spasticity and multiple sclerosis. It was noted that the patient had end stage multiple sclerosis and was unresponsive at this stage. It was reported that the hcp was able to aspirate what was expected at refill on (B)(6) 2016 (5.8ml prior to refilling), but was unable to refill completely. They were only able to inject 30ml but attempted to refill with 40ml. The hcp mentioned they had some resistance at the last refill as well ((B)(6) 2016). A manufacturer refill kit was being used. No symptoms were reported. It was noted that they would continue to monitor. They programmed the reservoir with 30mls to reflect what they were able to fill it with. There had been no hyperbaric therapy. The cause of not being able to refill was not determined. The issue had not resolved as of (B)(6) 2016, they were going to attempt to fill the pump again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.